Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and confirmed that the system failed to expose. Upon troubleshooting, the fse checked the log files and found an error: "small focus defect'. Fse therefore measured the filament; a small filament was measured as 7.5 millihenries. It was confirmed that the small focus was defective, and the tube needed to be replaced. To resolve the issue, the fse replaced the tube and performed the related calibration. The defective x-ray tube was returned to philips for failure analysis, and the cause of the x-ray tube failure was that the small filament had blown. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was out of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.